Event description:
It was reported that after the implant, the lead had an increased threshold and was not pacing. An x-ray showed the lead had dislodged. During the repositioning, the lead could not be fixed so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.